Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was late effect cryovascular and coronary artery disease. The caller stated that the customer had shortness of breath that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected over 48 hours prior to passing. The customer's blood glucose levels would go high and the pump would alarm motor error and then no delivery. The doctors took the customer off the pump and put them on manual injections. The customer was not using sensors. The caller agreed to return the insulin pump for analysis, but declined an upload due to no available computer.